Manufacturer narrative:
7/24/1998: h6 - final device analysis revealed no device failure, no anomaly found. There have been no other reports of infection concerning other devices in this same sterile lot.

Event description:
Explanted device returned with comment of "infection". F/u letter will be sent to health care provider for further info about this event.